Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. The customer had no further details about the hospitalization.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.